Event description:
A customer in the united states reported a false susceptible ampicillin/sulbactam result (mic=8 s) for an api survey strain (escherichia coli, esbl) in association with the vitek® 2 ast-gn67 test kit. The expected result was resistant. The customer did repeat the test and the result was the same. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer in the united states who reported a false susceptible ampicillin/sulbactam result (mic=8 s) for an api survey strain (escherichia coli, esbl) in association with the vitek® 2 ast-gn67 test kit. The expected result for ams was resistant. The customer submitted their api e. Coli survey strain ur-06 for ampicillin/sulbactam (ams) evaluation. The strain identification was confirmed, and testing included both the customer lot and a random lot of ast-gn67 cards. Agar dilution (ad), the reference method for ams, was also performed. On the customer lot of ast-gn67 cards, a susceptible ams mic=4 was obtained, and, on the random lot, an intermediate mic=16 was obtained. Ad gave an intermediate mic=16. The random card lot is in agreement with the reference method results; however, the customer lot results are more than 1 doubling dilution from the reference method, which is an essential agreement and minor category error for the vitek 2. Investigation concluded this is an atypical strain.